Manufacturer narrative:
H11: a voluntary recall has been initiated for the venclose" rf ablation catheters which may have been manufactured with internal wiring error. The red and yellow signal wires were soldered on swapped ports of the catheter pcb. This error in wire configuration would lead to power being applied through the proximal 3/4th of the heating coil, bypassing the thermocouple, which will then cause the generator to overdrive the catheter in an attempt to reach desired temperature set point. The wire attachment error causes the device to reach temperatures exceeding the levels intended for therapeutic efficacy, while the console is falsely indicating that temperature has not yet been reached, thus increasing the risk of harm due to excessive temperature. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one venclose evsrf 60cm catheter was received for evaluation. Upon visual inspection, the device appeared to have residue throughout. A complete circumferential break was observed to the proximal end of the catheter beneath the strain relief. Damage, tissue and uncoiling were observed throughout the heating coils. No other anomalies were observed. The break likely occurred due to the way the device was packaged for return. No damage was reported by the user. Therefore, the break will be considered incidental. No other anomalies were observed. During visual inspection, uncoiling was observed on the catheter shaft between red and yellow catheter coil areas. The inner lumen was exposed at the uncoiled site. Upon opening the handle, both batteries were clean. The batteries and battery pads appeared clean. Both the batteries were fully seated in the battery holder. No anomalies were noted. When the original batteries were removed, both batteries and their pads were tested under uv light, and no glowing anomalies were observed. During the functional testing, catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were placed in the battery holders, catheter was plugged into generator, and catheter was recognized by the generator and temperature was noted to be slowly increase on the generator screen. Due to the condition of the device, cycle functional testing was not performed. The red and yellow wire were noted to be swapped at the signal (heater) wire solder. Therefore, the investigation is determined to be inconclusive for insufficient heating as the device could not be tested, and the investigation is confirmed for identified thermal deformation and non-standard device. The root cause for the identified swapped signal wires (non-standard device) was an assembly issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an rf ablation procedure, the venclose catheter failed to reach the required temperature. External pressure was applied, but the ablation still failed. A third attempt also failed. The catheter was then removed and replaced, after which the procedure was successful. There was no reported patient injury, and the patient was reported to be in good condition.